Event description:
The pt presented to the emergency room approx thirteen days post angio-seal deployment. The pt was diagnosed with right femoral site celulitis and prescribed keflex to treat the localized infection and vicodin for groin discomfort. The pt was discharged and reported no further problems.